Event description:
It was reported that after the surgeon inserted an aq2015a three piece silicone lens and the optic tore upon insertion. The lens was removed from the eye without any patient injury. This customer is aware that using the cq cartridge with this lens is off label use but stated it normal works well for them.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed that the lens was split in half and there was both a clear and reddish residue on the lens. Conclusions: based on the complaint history and the evaluation of the returned product, the most likely cause of the event has been determined to be due to the off-label use of the cq cartridge with this model lens. It should be noted that the injector and cartridge were not returned for evaluation.